Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a quadrantectomy of the breast, while suturing the tissue using the absorbable suture, the front end of the needle tip broke approximately 0.2 cm away. After searching through various parties, it was found on the cut specimen tissue. It increased the workload of the operating surgeons and operating room nurses. Surgical time was extended by five minutes. A new suture was used to resolve the issue.